Event description:
A malfunction was reported on the customer's pump, but no notable events occurred prior to it. There was no adverse impact to the customer's blood glucose level. Technical support arranged for a replacement pump to be sent, as the original pump could not be reset. The customer was advised to use multiple daily injections as backup therapy until the replacement arrived. Instructions were provided for putting the pump into storage mode and returning the malfunctioning pump to tandem. Additionally, the customer was informed of the need to program their settings and connect their cgm to the replacement pump, with all instructions understood and acknowledged.